Event description:
It was reported that the device shifted post procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. 10 days post procedure it was noted that the closure device had shifted on its side. Device explanation was scheduled to occur; however, that was postponed. No treatment or intervention was performed and the patient was discharged from the hospital in a stable condition.